Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
This procedure was performed in (B)(6). The customer stated that unwinding was found at the tip of the spiderfx. The physician removed this spiderfx and replaced it with another device. The procedure was completed smoothly and did not require medical intervention. Investigation of the returned device on (B)(6) 2015 found the core wire was fractured. The core wire distal tip was curved. The platinum-tungsten coil wire was attached at the proximal filet but was detached at the distal edge. There was no indication of the distal ball weld attached to either the coil or the core. The length of (rippled coil) was 74mm but it could not be determined how much coil and/ or core was missing.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.